Event description:
It was reported that during the procedure in the moderately calcified and tortuous proximal circumflex artery, pre-dilatation was performed using a trek dilatation catheter. The dilatation catheter was then removed. A previously placed stent, implanted in a prior procedure, was in the ostial left anterior descending (lad) artery and extended slightly into the left main artery. Per report, it was a short left main artery. A second previously placed non-abbott stent, also implanted in a prior procedure, was in the ostial circumflex (cx) artery and extended slightly into the left main artery. The ostial circumflex stent was reported to be restenosed. An intravascular ultrasound (ivus) catheter was used in both the lad and cx arteries, and was able to advance without resistance. Balloon dilatation was performed in the restenosed non-abbott stent using an unspecified dilatation catheter. It was noted that some resistance was felt. It was reported that the vessel was tortuous and calcified in the area in which the non-abbott stent was deployed. The 2.5 x 15 mm xience v stent system was advanced. The physician had difficulty advancing the stent system across the relatively sharp bend of the circumflex artery; however, he was able to cross to the target lesion. An attempt was made to deploy the stent; however, it was noted that the stent had dislodged. The stent delivery system (sds) was then removed. It was thought that the stent had dislodged in the guide catheter so the guide wire was removed. The angiography revealed the stent in the left main artery and in the aorta.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Attempts were made to retrieve the stent using a large snare device, but the stent was unable to be retrieved. The physician then attempted to retrieve the stent using biopsy forceps, but was unable. Two balloon dilatation catheters were advanced into the anatomy in an attempt to perform a kissing procedure and the stent was partially crushed against the wall of the left main artery and the part of the stent remaining in the aorta was left uncrushed. A cine review showed a crimped stent that was hanging from the ostium of the left main into the aorta. It was thought that the stent appeared to be anchored or caught by either calcium or one of the previously placed stents in the lad or cx. At this point the procedure was ended and the patient was reported in stable condition. There were no adverse patient sequelae; however, a clinically significant delay was reported. No additional information was provided. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The stent dislodgement was confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.